Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, de novo lesion in the pulmonary artery. A 2.00x20mm mini trek rx balloon dilatation catheter (bdc) was prepped prior to use without issue. The bdc was advanced without resistance on a non-abbott guide wire. During balloon dilatation, contrast medium leaked out of the hub and the balloon failed to inflate. A new same size mini trek rx bdc was used and balloon pulmonary angioplasty was successfully performed to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue and leak were confirmed. It should be noted that the instruction for use (IFU), states: the mini trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation, balloon dilatation of de novo chronic total coronary occlusions (cto). In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.